Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number, serial number, date of event; however, lot number, serial number, date of event was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number, serial number, date of event was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced skin irritation characterized by hardened muscle along with red, raised spots at the site, and was treated with anti-inflammatory drugs for 5 days under healthcare professional guidance. Patient reported infusion set fell off.